Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced difficulty sending a remote transmission, and upon evaluation in clinic, it was determined that the pacemaker was operating in safety mode. Technical services (ts) documented the call and notified the local field representative. Ts noted that the patient was not dependent. The pacemaker was subsequently explanted and replaced. No additional adverse patient effects were reported. This pacemaker is no longer in service.